Manufacturer narrative:
Supplemental submitted to include new information received. New information on fields: b5 and h6. Additional suspect medical device components involved in the event: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure of the implantable pulse generator (ipg) kit due to an (magnetic resonance imaging) MRI access, the leads had migrated. The patient is doing well post operatively and the device will not be returned due to hospital policy.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure of the implantable pulse generator (ipg) kit for an unknown reason. No additional information was available.

Manufacturer narrative:
Additional suspect medical device components involved in the event:18784932 / 18785275 product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).